Manufacturer narrative:
It was reported there were coring issues. Due to the absence of a physical sample, photographic evidence, or lot number, our quality engineering team was unable to conduct a comprehensive investigation. Current quality controls are in place to identify such defects during the production process. Based on the limited investigation, the cause of the reported incident remains undetermined. Examination of the involved product may provide insights into the cause of the reported failure. Complaints regarding this device and the reported condition will continue to be monitored and analyzed. Our quality team regularly reviews collected data to identify emerging trends.

Event description:
It was reported that the bd needle 18x1-1/2 blunt fill was coring. The following information was provided by the initial reporter: material#: 305180 batch#: unknown it was reported by the customer that once again experiencing coring issues with the bd blunt needles. Verbatim: rcc received a complaint via email. Email(s) attached. Additional info: 1. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No adverse events noted 2. Can you please provide an exact date of event in format dd-mmm-yyyy 17-11-2025, 19-11-2025 3. Total number of occurrences? 4 4. Please confirm the lot number for the issue reported. Unable to provide lot number as package has been thrown out.